Event description:
It was reported that during the insertion of the intraocular lens, the surgeon felt the plunger is stiff. The trailing haptic was caught between the plunger and the holder part resulting the a broken/torn haptic. The surgeon enlarged the incision a little with no suture; removed and replaced with a new lens. The operation was completed successfully without complication. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All test results showed a pass condition. The results of the functional testing performed in this production order were found within specifications. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. Manufacturing record was reviewed and the documentation shows that the production order was manufactured according to specifications and no deviation related to the complaint was identified when this production order was manufactured. The product met manufacturing release criteria. The preloaded insertion system was returned to the manufacturer for evaluation. Upon visual inspection viscoelastic residues were observed at the cartridge neck and tip division zone. ¿haptic damaged¿ was verified by the visual inspection performed. During the visual inspection, part of the lens was observed stuck in the cartridge tip. The plunger was observed advanced in to the insertion device. The cartridge was observed in the correct position assembled as required. The plunger/push rod components were observed assembled within specifications. The directions for use (dfu) sections provide the customer with information on properly handling the lens. Corrected data:. Section is being corrected to check the box in the initial medical device report to adverse event and product problem. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Zcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.